Event description:
The following has been reported: "error 37, found both keypad & display board faulty." Error 37 is identified as an off key issue per the technical manual. Device history record was reviewed, no event linked with the reported issue was found. Device history logs were not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(4) was not returned to our laboratory for analysis, and neither were the suspected defective keyboard or display board. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Based on available information, the root cause of the reported issue could be linked to a defective keyboard and display board. However, since the subject device was not returned, the root cause remained unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.